Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 375cc mentor smooth round moderate profile and suffered several unexplained systemic symptoms, including body pain, trouble breathing, psoriasis, arthritis, breasts look smaller, and not able to work(she is hair dresser). The patient stated that a few years back her doctor didn¿t find any issues that require replacement. However, she believes that she needs to replace her implants soon since it¿s been over 10 years. The patient also stated that several tests were performed for heart, lungs, and sinuses, and all the results came back negative. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the right prosthesis.